Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to an interaction between the previously deployed suture and the foot of the device during removal such that contributed to the reported suture separation. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the following information was received: a foot break was found during evaluation of one of the returned devices ((B)(6)). The location of the detached foot is unknown. Follow-up with the account confirmed that the foot separation was not noted upon device removal. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the minimally calcified left common femoral artery was attempted with prostyle devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the foot plate of the first prostyle device did not close during step 4 and resistance was felt as it was removed manually. A small section of the arterial wall was noted on the foot plate of the first device. The second prostyle device was successfully pre-placed. A third prostyle device was used. Resistance was felt during removal. Upon manual removal, it was noted that the foot plate of the third prostyle device did not close during step 4. The sheath was upsized to a 14f and the evar procedure was completed. After the procedure, upon trying to close the prostyle sutures, the suture of the second prostyle came off as it was probably torn [damaged] by the footplate of the third prostyle device. A surgical cutdown was performed to repair the artery and achieve hemostasis. There was a delay in the procedure due to the cutdown. No additional information was provided.